Event description:
It was reported that the patient experienced recurring incontinence due to cuff erosion with an artificial urinary sphincter (aus). The device was also not functioning properly due to sizing issues leading to a removal procedure several months ago. A posterior procedure was performed in which a new aus was implanted. The patient was expected to fully recover following the intervention.